Event description:
A malfunction alarm was reported with the code malf 12, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without any recurrence. The customer was informed they could continue using the pump and to call back if the malfunction code reappeared.